Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was above 600 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The customer also stated that the insulin pump had moisture. Advised him to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an incompatible battery alarm on startup. Inserted a new test energizer aa battery and received another incompatible battery alarm due to moisture damage found on the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to incompatible battery alarm. No cracks on reservoir compartment or other moisture damage during visual inspection noted.